Event description:
The customer reported to olympus, the duodenovideoscope had leakage on the handpiece. The device was returned for evaluation. During the device evaluation, foreign material inside the light guide lens and leaking at the forceps elevator were found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to wear of the scope cover packaging water tightness was lost. In addition to the reportable findings documented in b5, the evaluation findings are as follows: the scope cover plate was detached, the air/ water cylinder had no color, the suction cylinder had no color, the forceps raising angle did not meet the standard value due to wear of the forceps elevator wire, the play of the up/ down knob was out of the standard value due to wear of the angle wire, the distal end had corrosion, the image guide protector had a cut, the nozzle had damage, the objective lens had a crack, the adhesive on the bending section cover had a difference, and the connecting tube had a scratch. Third party repairs were found on: the nozzle, bending section adhesive, distal end, and light guide lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected by following the instructions for use (IFU) section: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.